Event description:
The customer reported a high blood glucose level of 271 mg/dl, suspected to be due to air bubbles in the tubing. There was no adverse impact to the customer¿s blood glucose level beyond the reported value. Corrective actions included a correction injection via mdi, inspection of the site, tubing, and connection, removal of air bubbles from the tubing using the fill tubing feature, and the customer agreeing to replace supplies as necessary and resume insulin.